Manufacturer narrative:
Updated to reflect a sample was received and evaluated.

Event description:
Line was "kinked" internally.

Manufacturer narrative:
It was reported that "cvicu received the patient from the cvor and noticed on the chest x-ray the ava hf was kinked internally". Due to this, the line was removed and a PICC line was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated to change code in h6.